Event description:
Patient had metal plate implant for right hip fracture about one year ago. As a result of right hip pain, surgery for explant of same metal plate on 3/22/94. Surgery recovered a broken plate (patient history-no known trauma or falls.)